Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom delayed keypad response caused by a failed processor printed circuit board. Evaluation observed a delay in keypad response of approx 3 seconds. The failed processor printed circuit board was replaced.

Event description:
It was reported that a spectrum pump had a delayed keypad response. The customer stated that this has occurred multiple times, this device has been identified and provided to baxter for evaluation. It was also reported that there was no patient injury.